Event description:
A customer contacted beckman coulter inc. (Bci) reporting a fluid leak coming from a reagent probe. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the vacuum valve which resolved the issue.